Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system and stuck in rewind. Customer stated that alarm occurred during the rewind or prime sequence. Customer advised to refer to back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, the device passed rewind test and displacement test.